Event description:
Customer reported a past high blood glucose event with an unknown cause. The customer's highest reported level was displayed as "high" without a specific value. To resolve the issue, the customer administered a correction injection using multiple daily injections (mdi). Technical support recommended that the customer consult with a healthcare professional to discuss factors affecting blood glucose levels, and the customer acknowledged this advice.